Event description:
The pt was being fed using a pump. Reporter stated the pt expired. Reporter also stated the tubing (administration set) was incorrectly loaded on the pump. Prior to the incident, the pt was listed as terminal. Cause of death ruled as pneumonia. One pt involved.